Event description:
Product analysis for this lead was approved on (B)(4) 2013. The device was explanted on (B)(6) 2012 due to lack of efficacy. An analysis was performed on the returned lead portions. Note that the anchor tether helical and portions of the (+) white and (-) green electrode quadfilar coils, ribbons, helices and sutures were not returned for analysis and therefore a complete evaluation could not be performed on the entire lead product. The abraded opening found on the outer silicone tubing, most likely provided the leakage path for what appeared to be remnants of dried body fluids found inside the outer silicone tubing. The abraded opening found on one of the inner silicone tubes; and the cut ends that were made during the explanted process, most likely provided the leakage path for what appeared to be remnants of dried body fluids found inside both of the inner silicone tubes. With the exception of the inner tubing abraded opening, the condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure. No other obvious anomalies were noted. The setscrew marks found on the connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portions were performed, during the visual analysis, with no discontinuities identified. Based on the findings in the product analysis lab, other than the inner tubing opening, there were no other anomalies with the returned portions of the device. Note that since the anchor tether helical and portions of the (+) white and (-) green electrode quadfilar coils, ribbons, helices and sutures were not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed that the device passed all functional tests prior to distribution.

Manufacturer narrative:
Device failure occurred but did not cause or contribute to a death or serious injury.